Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned products identified signs that they were in-vivo. Both the inferior and superior surfaces of the tibial component are scratched and the inferior surface is almost completely free of bone cement remains. The backside of both the femoral and patellar components is covered with bone cement. The buffed condyles of the femoral component and the articular surface are both worn. Provided primary and revision surgical notes were previously reviewed. The common clinical presentation and the date of the original implantation suggest that the revision surgery may be related to the issues for which zimmer implemented a correction action. DHR was reviewed and no discrepancies were found. Per the instruction for use of the device, loosening of the prosthetic knee components and pain are known potential adverse effects of the procedure. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient had a revision procedure 2 years post-implantation due to pain and loosening. Subsequently, the tibial component was revised. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Concomitant medical products: mis tib plt prct; p/n: 00595003701, l/n: 61045016, lps-flex option femoral; p/n: 00596401552, l/n: 61014544, lps-flex fxd mld ef/3-4 17mm; p/n: 00596403217, l/n: 60878331, all poly pat comp 32dia; p/n: 00597206532, l/n: unk. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 1822565-2012-00670.

Event description:
It was reported the patient had a revision procedure 2 years post-implantation due to loosening. Subsequently, the tibial component was revised. Attempts have been made and no further information has been provided.